Manufacturer narrative:
This report is submitted on july 03, 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent skin revision during the abutment removal on (B)(6) 2017.